Event description:
A medtronic ent representative reported an alleged left to right inaccuracy while in an ent surgery. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on the pt outcome reported.

Manufacturer narrative:
Pt weight was not available from the site. Medtronic representative at the site could not replicate the issue, connected a diagnostic emitter to the suspect system and the system functioned properly, and when rotating the instrument on the same position the cross hairs moved 4-5 mm. RMA issued for a replacement emitter to resolve the issue. Part shipped to site on 07/18/2011. Suspect part not returned to manufacturer at time of this report.